Manufacturer narrative:
The device was repaired but not returned to the customer, pending customer approval of the estimate.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were observed in the ventilator's downloaded error log. The device's internal battery and power management board were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported issues with the ventilator's internal battery and power management board. The internal battery and the power management board were returned to the quality assurance laboratory for further investigation. During the investigation, the root cause of the internal battery failure was found to be due to a cell imbalance. The power management board was found to operate as designed.